Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The high blood glucose value is 24.4 mmol/l and was hospitalized for less than 24 hours with symptoms of hypertension and nausea. The event involved product were mmt-1885. The event was managed with emergency care and insulin pen therapy. The insulin pump was in use prior to the event, and underdelivery was suspected due to persistent high blood glucose after several infusion set changes. Troubleshooting was declined to check site/insulin issues or settings but wished to continue troubleshooting. No further patient complications were reported. Mmt-1885 no product replacement or return was required.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.